Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), implants on #18 and #19 did not integrate. Implant on #20 was regrafted with bone.